Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient stated that there were adhesive issues with two infusion sets. The sets fell off during use. The area of insertion was cleaned and air-dried, and no adhesive aids were used. The infusion set was in use for about a day. The patient's blood glucose level at the time of the issue was around 7 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-08530 - device 1 of 2.